Event description:
It was reported that on (B)(6)2022, a 29mm navitor valve was selected for implant in a patient with a horizontal functional bicuspid native aortic valve with severe calcification using a large flexnav delivery system. It was noted that prior to implant there was a pre-implant balloon aortic valvuloplasty (bav) was performed using an unknown 22mm balloon. It was also noted that during deployment of the 29mm navitor valve there was a severe under expansion of the valve when it was (B)(4) of the way deployed; suspected to be due to massive calcification. The decision was made to re-sheath the 27mm navitor valve and performed another bav using an unknown 24mm balloon. The valve was then deployed again and release at a final implant depth of 3mm. However, it was noted via an angiogram that there was severe aortic regurgitation after implant of the 29mm navitor valve. A post-implant bav was performed using an unknown 24mm balloon, but angiography examination determined that the valve had migrated 2mm supra-annular; there was no interaction between the valve and the delivery system. There was no occlusion of coronary arteries or access to the coronary arteries noted, but severe aortic regurgitation continued. The decision was made perform a valve-in-valve (viv) procedure by implanting a second 27mm navitor valve in the 29mm navitor valve. The viv was completed successfully and there was no aortic regurgitation or gradient noted on an echocardiogram after a post-implant bav. The patient was hemodynamically stable throughout the procedure and no clinically significant delay in procedure was reported. The patient was reported to be in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of under expansion of the valve, regurgitation, migration of the valve and a valve-in-valve was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Videos were received from the field which appeared to show the reported event. Information from the field indicated that the under expansion of the valve was thought to be due to calcification, and resolved after a balloon aortic valvuloplasty. It was also indicated that after the valve was implanted regurgitation was noted so another balloon aortic valvuloplasty was done. Afterwards the valve migrated up due to the balloon aortic valvuloplasty and the regurgitation was still present, so another valve was implanted. The cause of the regurgitation could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.